Manufacturer narrative:
The pump seated and alarmed motor error during the displacement test due to an out of phase motor encoder signal. Unable to perform the self-test, unexpected restart, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery tests due to the motor error alarm. Unable to confirm the motor position encoder error alarm due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.